Event description:
Patient was admitted to the hospital for pancreatitis on (B) (6) 2010. It was reported that the patient went into an episode of vt or vf and died the next day. The physician on staff at the hospital reported that this ICD did not shock the patient.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
Patient was admitted to the hospital for pancreatitis on (B)(6) 2010. It was reported that the patient went into an episode of vt or vf and died the next day. The physician on staff at the hospital reported that this ICD did not shock the patient.

Manufacturer narrative:
(B)(4)the analysis on this device is pending. (B)(4)